Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2015-20256. Further follow up identified the scs leads were explanted and replaced with a different model which resolved the issue. Reportedly, the patient had effective therapy postoperatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20256. It was reported the patient experienced a fall. Following the fall the patient experienced ineffective and unintended stimulation. A sjm representative tried reprogramming to no avail. Surgical intervention will be taken at a later date to address the issue. Event date unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.